Event description:
It was reported that the patient had been hospitalized with a seizure caused by high blood glucose levels and was experiencing issues with the application account login. The reporter mentioned the patient has two omnipods and is unable to connect to either of their two phones. One phone cannot be turned on and, the patient is unable to be set up the second phone due to problems with ID and passcode. The reporter requested immediate assistance with setting up the app, so the hospital staff didn¿t have to ¿come in there and give patient insulin every day." The agent attempted to assist reporter; however the call was disconnected. Three attempts were made to get in touch with the patient to resolve the application log in issue. No blood glucose levels were mentioned.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.locked down smartphone: lockdown,omnipod software app version: 4.0.2,operating system: n5004l-am-q-mv01602-06-01.06,hardware: n5004l,cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.